Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿lead migration¿ is not able to be confirmed by product testing alone. The returned drg lead was subjected to mechanical and electrical testing and no discrepancies were noted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-01645. It was reported that the patient experienced ineffective therapy. Imaging revealed lead migration. As a result, surgical intervention may be undertaken in the future.